Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion at 20.9 cm ¿ 21.3 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.